Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the insulin pump alarmed failed battery test. Customer's blood glucose level was 120 mg/dl. The self-test passed. The customer's father called back to report that the issue came back after troubleshooting. The device was not returned.